Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735416r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot up. It was determined that the computer needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system appeared to be booting, but then would shut itself down when the system was powered on. When the system was rebooted it would bring up a screen that stated no signal. It was noted that an air buzzing noise was heard within the system about every three seconds. There was no patient involvement.